Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported seeing frayed wires on the fenestrated bipolar forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint of a frayed wire. Engineering evaluation found a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Electrical continuity testing of the instrument passed. Engineering evaluation also found scratches on the instrument's main tube. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering evaluation also found a bent bipolar pin. The bottom pin was observed to be bent to the side. Engineering evaluation concluded that the scratches and bent pin might have been due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable and main tube scratch issues if to recur could cause or contribute to an adverse event.